Event description:
It was reported a pericardial effusion (pe) occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. Prior to the procedure, a baseline pe was noted at the base of the heart. The transseptal puncture (tsp) was difficult to perform due to the patient's extremely large right atrium. The physician attempted to cross the septum for over thirty minutes, it required multiple attempts to track up and into position due to size of right atrium, and the radio frequency was applied once when image on transesophageal echocardiography (tee) looked like an appropriate inferior/ mid location on fossa, however it was not able cross the septum. Thus, the physician asked a partner for assistance to perform transseptal, which was achieved along with a non-boston scientific needle (brk). A sweep was performed, and the baseline pe remained unchanged. The procedure continued and the watchman device was implanted. Post-implant, another sweep was performed and showed no change to the baseline pe. The patient's blood pressure was low, with systolic measurements of 80/90, which remained supported by anesthesia throughout the case. Two hours post-procedure, echocardiogram was repeated, and the pe was noted to have grown at the base of the heart. A pericardiocentesis was then performed. The patient has fully recovered and was discharged the next day. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet drugs at the time. It was further mentioned that there were visualizing difficulty noted to achieve tenting of the versacross rf wire. There were no versacross device malfunctions reported. In the physician's opinion, the patient had baseline effusion which remained the same as baseline during procedure and on echo with in hour after procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.